Event description:
Complaint alleges pt underwent a tubal ligation. Complaint further alleges "a trocar was inserted by their treating physician, said trocar malfunctioned, resulting in a cut in their large intestine, requiring emergency surgery to repair."